Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system's upper part near the needle was broken. The following information was provided by the initial reporter: verbatim: when puncturing the patient, the 24g caliber saf-t-intima venous catheter is damaged, ref(B)(4) lot2146199 the upper part near the needle was broken, it did not release the mandrel.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system's upper part near the needle was broken. The following information was provided by the initial reporter: verbatim: when puncturing the patient, the 24g caliber saf-t-intima venous catheter is damaged, ref383313 lot2146199 the upper part near the needle was broken, it did not release the mandrel.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.